Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing low blood glucose. Blood glucose levels were 2.5 mmol/l. Customer picked up by ambulance and received glucagon shot. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The reservoir will not be returned for analysis.